Manufacturer narrative:
The device was not retained for investigation. A lot number was not identified. All available information supports that the product was functioning as designed and there was no malfunction. Biocompatibility of the device has been established. The nxstage user guide includes hypersensitivity and platelet decrease as potential risks associated with hemodialysis treatments.

Event description:
A report was received on (B)(6) 2017 of a (B)(6) male patient with unknown comorbidities who experienced a hypersensitivity reaction with symptoms of persistent coughing, nausea and vomiting during a standard home hemodialysis treatment on (B)(6) 2017. The patient was switched to a dialyzer from a different manufacturer on (B)(6) 2017. No medical intervention was reported.